Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 2.5 days of intra-aortic balloon (iab) therapy, blood was seen in the extracorporeal tubing and the console generated an iab catheter restriction alarm. Patient was managed with inotropes. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product.the extender tubing and one-way valve were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and externder tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).